Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the flow sensor was replaced, but the device was still displaying both the 110e, and 110f error codes. Additional repairs are pending.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: flash file system error". There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: flash file system error". The customer initially reported that the device displayed check vent alarm for autozero failure; however, during troubleshooting, the autozero failure was not confirmed in the event log. The rse noted that during the review of the event log, it was confirmed that error code 110e (air flow sensor calibration data error), and 110f (o2 flow sensor calibration data error). The rse discussed the logged diagnostic codes, and advised the customer to replace the flow sensor assembly. The customer was provided with the part number for a replacement. Investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.